Event description:
The report received from the affiliate indicated that during an angioplasty procedure, when inserting the device into the lesion to be treated, and in order to be inflated, the surgeon realized it was not possible to inflate the balloon with contrast liquid. Thus the hub was checked and it was noticed that there was hub crack that did not allow a proper inflation of the device itself. In order to carry out the procedure, a new other device was used with no adverse patient consequences. The device was not resterilized. It was not pulled from the packaging by the hub and no anomalies were noted. The device was used in the patient. There was no resistance advancing the product to the lesion. The device was not torqued or "steered" by the hub or advanced with the indeflator connected to the hub. No anomalies were noted after the device was delivered to the lesion or while pulling negative pressure. No negative pressure was carried out and the device was not able to be inflated at all due to anomaly and was detected immediately. There was no patient injury at this time.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional information received will be submitted within 30 days upon receipt.